Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. MDR submitted as a result of letter received from FDA and facility inspection on june 20 & 21, changes to asr exemption.

Manufacturer narrative:
Entire form filled out by manufacturer.